Manufacturer narrative:
(B) (4) medwatch report (B) (4) was received and has been determined to be associated with this event. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter has been retained by the user facility; therefore, not available for evaluation. Case images were not provided for evaluation. Conclusion: the complaint investigation is inconclusive. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Filter tilt; filter malposition; pain.

Event description:
It was reported that the pt was successfully implanted, the same day the pt complained of abdominal pain. Imaging was performed and it was identified that the filter had shifted at an angle, and some of the filter limbs were perforating the vena cava. The filter was successfully retrieved and the abdominal pain subsided.

Manufacturer narrative:
The event was reported via user facility report # (B)(4). Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with lower extremity deep venous thrombosis and history of pulmonary emboli was scheduled for placement of a vena cava filter. The right femoral vein was accessed and the filter was deployed below the renal veins in good position. The patient tolerated the procedure well without apparent complication. One day post filter deployment, a CT scan of the abdomen and pelvis was performed for low abdominal pain. This demonstrated the filter in place with two of the feet penetrating the anterior wall and terminating in the mesenteric fat and two of the feet also penetrating the lateral wall of the cava with one strut anterior to the aorta and another posterior to the aorta. There was no associated retroperitoneal hemorrhage. Five days later, a cone retrieval device was used to remove the filter in its entirety. A post retrieval venacavagram did not demonstrate any evidence of leak. The patient tolerated the procedure well. There were no immediate complications. Investigation summary: the device was not returned for evaluation. A photo was provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for the alleged tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition, pain.

Event description:
It was reported that the filter was successfully implanted. The same day, the patient complained of abdominal pain. Imaging was performed and it was identified that the filter had shifted at an angle and some of the filter limbs were perforating the vena cava. The filter was successfully retrieved and the abdominal pain subsided.